Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 110 and 221 mg/dl and 184 and 230 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-150 mg/dl and expected pm fasting blood glucose test result range is 110-150 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had been experiencing symptoms when the meter memory result of 64 mg/dl had been obtained and that he was not concerned with the result; customer did not disclose the exact symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 130 mg/dl and 131 mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 08/31/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 110 mg/dl. Date: (B)(6) 2022. Time: 3:00 am. Fasting. Result 2: 221 mg/dl. Date: (B)(6) 2022. Time: 3:07 am. Fasting. Result 3: 64 mg/dl. Date: (B)(6) 2022. Time: 1:00 am. Fasting. Result 4: 143 mg/dl. Date: (B)(6) 2022. Time: 12:30 pm. Fasting. Result 5: 127 mg/dl. Date: (B)(6) 2022. Time: 4:00 am. Fasting. Result 6: 184 mg/dl. Date: (B)(6) 2022. Time: 10:12 am. Fasting. Result 7: 230 mg/dl. Date: (B)(6) 2022. Time: 10:12 am. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 08-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 01-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.